Event description:
It was reported that within a month after pump implant, the catheter broke and it was revised subsequently. It was stated that the broken catheter was left behind. Presently patient experienced pain from his back down to his legs and believed it is due to the catheter left behind and wanted it removed. Additional information has been requested; a follow-up report will be sent when it is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8703, lot# j92103110, implanted: 1993 (B)(6), explanted: 1994 (B)(6).

Manufacturer narrative:
(B)(4).